Event description:
It was reported that the physician attempted to insert a 0.018" guidewire into the guidewire lumen of the intravascular ultrasound (ivus) catheter, however, the guidewire was unable to be inserted. The physician applied force to insert the guidewire and the tip of the catheter kinked and subsequently broke off. The device was outside of the patient at the time of the event, therefore, having no effect on the patient.

Manufacturer narrative:
A review of the device history record was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The returned catheter was measured 171.0 cm long; the broken off distal tip appeared stretched and measured 1.3 cm long. The distal tip was broken off 0.6 cm (including the ro marker) from distal tip end. Bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly, however, a kink was observed in the imaging window assembly. The guidewire that was used during procedure was not returned. The guidewire exit port appeared normal and no damage was observed. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. Per the directions for use (dfu), the materials and equipment lists the following: "guidewire, 0.36 mm (0.014 in) max. Diameter". As well, the device labeling specifies a 0.014" maximum guidewire diameter. A probable root cause of user/use error was assigned to this complaint based on the use of a non-recommended (oversized) guidewire with force.